Manufacturer narrative:
This report is submitted on march 07, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). Subsequently, the patient was hospitalized on (B)(6) 2023, and was treated with IV antibiotics (specific duration not reported). The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported.